Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent surgery for femoral trochanteric fracture with trochanteric fixation nail advanced (tfna) along with a flexible driver. During the surgery, the surgeon tried to lock the tfna blade many times but couldn¿t connect the driver to the device properly. The surgeon made an extra incision (about 10cm) and adducted the affected leg as far as possible to lock the devices. The procedure was completed successfully with less than thirty (30) minutes delay. Patient was stable. Concomitant devices: tfna blade (part: unknown, lot: unknown, quantity: 1). This report is for a 5mm hex flexible screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached picture, the reported complaint condition cannot be confirmed. No connection issue could be observed. Moreover, the pictures received are related to customer feedback as a suggestion for improvement. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.